Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was outside the labeled altitude operating range. Tandem Technical Support informed the caller that this is what caused the alarm and the pump is not designed to be used outside of this range. Caller acknowledged. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. A correction injection was administered to address the BG.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.